Event description:
It was reported the patient lost stimulation sensation following exposure to a theft detector/security gate at a national security office. The device was on at the time of the event. The pt remains at home in good status. The date of the exposure was not reported. The pt has two different stimulators implanted. It is unknown which device, or both , were affected. Additional info has been requested. See also MFR report # 3004209178200807240.